Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, d6b, h3, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported left side deflation and "particles in valve".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and opening. A microscopic analysis was performed which identify opening sharp in the posterior. The other technical is for particles in the valve but not observed during analysis.a dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side as to an unidentified (tear) opening. Additional, changed, and/or corrected data: a.4, b.5, b.6, g.1, h.3, h.6